Event description:
It was reported that the patient met with the manufacturer representative in (B)(6) 2013 (a month prior to replacement, (B)(6) 2013) and it was determined that the implantable neurostimulator (ins) was dead and there was a wire loose. The ins was subsequently replaced.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v260802, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead. (B)(4).